Event description:
A medtronic representative reported a precision aiming device that was difficult to lock and unlock properly. This was discovered during training, there was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Additional device info: device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. RMA issued. Replacement biopsy guide shipped to site (B)(6) 2013. Suspect device not returned to manufacturer for evaluation. Part not returned